Event description:
On (B)(6) 2012: implantation of the access port on a (B)(6) child. On (B)(6) 2014: rupture of the catheter during the explanation procedure of the device. The distal tip of the catheter is left in the right internal jugular vein. The catheter is attached to the vessel wall.

Manufacturer narrative:
The description of the incident lead to think that the catheter rupture during its removal is due to a partial encapsulation of it into the vessel wall. It is a known complication of the pu catheter implanted in children.